Manufacturer narrative:
Device analysis: the facility has retained this product; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Per attached facility medwatch: "angioplasty balloon would not rewrap and deflate correctly. Balloon removed resulting in bleeding stopped with controlled pressure and dressing.

Event description:
It was reported that during a left brachiocephalic vein percutaneous transluminal angioplasty treatment procedure, balloon removal difficulties were encountered. The lesion being treated was 60-70% brachiocephalic stenosis. The physician introduced a guide wire through an existing 14f left ij permacatheter, and then removed the permacatheter. He introudced the 12 x 4 mm balloon over the guide wire and inflated the balloon using a 10 cc syringe with contrast. There was a 40% residual stenosis. After angioplasty, he was unable to pull the blaloon across the old venotomy site. He "finally pulled it with greater force, following which the pt started bleeding briskly through the catheter tunnel. The balloon was again flared. The bleeding was controlled by placing pressure at the venotomy site and by placing the pt in reverse trendelenburg position. Fluoroscopy after obtaining hemostasis did not show hemothorax or blood in the mediastinum. Pt was observed closely for about an hour... And was sent home. He remained hemodynamically stable throughout the procedure." Patient status is reported as "stable condition and was discharged home."